Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 04/21/2016 to report a loss of connection between the transmitter, receiver and the smart device that occurred on (B)(6) 2016. Advised patient after 30 minutes, for to perform a paperclip reset on the receiver. If the paperclip reset doesn't re-establish connection with in 15 minutes, then replace the receiver. The patient was also advised to turn the bluetooth off and on the smart device. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 05/12/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.